Event description:
It was reported that upon deployment of a vena cava filter, the filter limbs did not fully expand and the filter migrated caudally. The filter was not retrieved and a second filter was implanted superior to it. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were provided. The images identified two denali filters projected at the right side of the spine. All twelve filter limbs of the filter in the inferior position are not completely expanded. The placement level of the filters cannot be determined from the image provided, and there is no reference image from which to determine if the initially placed filter is below the intended placement site. Based on the image provided, failure of the entire filter to completely expand can be confirmed. Caudal migration cannot be confirmed. Therefore, based on the image provided, failure of the entire filter to completely expand can be confirmed. Caudal migration cannot be confirmed. Therefore, based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event.